Event description:
The reporter states that the peripherally inserted central catheter is likely to be linked to a number of infections in newborns and cause contamination.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A review of the DHR and inspection records was conducted, and no similar concerns were found for the reported lot number. According to the customer, there were no samples available for review. Additionally, there was no visual evidence to support the alleged complaint. Without such evidence, the investigation results are inconclusive, and the complaint could not be confirmed. Since the complaint could not be confirmed, determining a definite root cause is not possible. There was no product from the affected lot found in inventory. There have been no other complaints regarding this issue with this part number or lot number within the last 12 months. Horizontal review with a lot size of (B)(4) and only 1 complaint over the past 12 months yields a severity of 1. Since a manufacturing error could not be confirmed, no corrective action will be taken.